Event description:
It was reported that during the right ventricular (rv) lead implant, there were high thresholds and impedances at multiple sites. It was also reported that the lead helix failed to retract after multiple repositioning attempts, and then did retract as it was removed. Another lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.